Manufacturer narrative:
Complaint number: (B)(4). Investigation summary: the device (a biopsy probe) is comprised of a needle/cutter housed within a trocare with a sharp tip to facilitate tissue penetration and access to the targeted biopsy site. The probe needle comes packaged with a protective sleeve. The investigation revealed that the tech removed the protective sleeve off the trocar shaft prior to initialization. Language is included within the instructions for use, under the warnings and precautions, as well as in the set up steps as follows: "the protective sleeve should remain on the probe needle until you are ready to perform the tissue sampling procedure. Keep hands clear of the sample aperture and probe needle tip at all times". "Note: the probe is packaged with a protective sleeve over the trocar shaft. It is recommended that the protective sleeve remain on the trocar shaft until the user is ready to perform the tissue sampling procedure. Take care to avoid injury when removing the protective sleeve". Under initialization step: caution: leave the protective sleeve on the probe and keep hands away from the device during initialization to avoid injury. Disconnecting probe from holster step: caution: do not reinstall the probe's protective sleeve. Doing so may cause injury to the user. Attempts to obtain additional info on user follow up care have been unsuccessful. However, due to the potential for serious injury, we are submitting this medwatch report.

Event description:
The sales rep reported that prior to the procedure during set up tech cut finger on probe.